Manufacturer narrative:
The device is en route to the manufacturer for investigation. An investigation was carried out based on the event description and previous experience with similar complaints. Results: breathing circuits with heated inspiratory and expiratory tubes have different heaterwire plugs for the inspiratory and expiratory tubes. A lot check revealed 9 other complaints of this nature for this lot number. Conclusion: an inspiratory tube was incorrectly overmolded with an expiratory plug during production. An investigation into the production process revealed that the operator made an error during production for approximately 2 hours. The size of the batch produced was not significant. The incorrect circuit produced cannot be connected to the humidifier. This is equivalent to an open circuit heaterwire and the humidifier would alarm, in addition to the user detecting this on setup. We are currently modifying our production process to reduce or prevent recurrence of this issue. Our monitoring and trending of incorrect heaterwire plugs on breathing circuits has a rate of occurrence worldwide for the last year of 0.0132 %.

Event description:
A hospital reported via our distributor that the chamber wire adaptor for an rt329 infant breathing circuit had an extra piece of plastic making it impossible to connect the heaterwire adaptor because it would not fit the clover leaf adaptor. No patient consequence was reported.